Event description:
It was reported that a merlin transmission revealed intermittent loss of ventricular capture. The symptomatic patient was brought into the clinic on (B)(6) 2013 and capture thresholds were within the normal range. Autocapture was turned on. The patient was doing fine.